Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue; short battery life. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2018 with the following findings: a review of the black box showed no evidence of a short battery life. The battery compartment and cap were undamaged and able to fit. Evidence of debris was observed in the battery canister on the terminal. The pump powered up to a call service 177 low battery warning upon start up. The reported ¿short battery life¿ complaint was duplicated due a bad battery/terminal contact. All current readings were within specifications. The pump cover was removed, and no moisture ingress or any intermittent conditions were found to the power printed circuit board.